Event description:
It was reported that this implantable lead was part of the system revision due to infection. The patient advocate was referred to the physician. No adverse patient effects were reported. The implantable lead was explanted.